Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported via phone call that the customer's insulin pump had a keypad anomaly; two of the buttons became unresponsive. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with intermittent button response due to a flattened button dome switch. The keypad connector was fully locked. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.